Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative there was a 'lumen failure' with a pacing lead. The pacing lead was attempted/ not used. No patient complications have been reported as a result of this event.